Event description:
It was reported by repair work order that the side rail could not remain latched due to damaged spring spacer and that the brakes could not hold due to worn brake rings, damaged cam bracket assembly, damaged pin tube guides and missing retaining rings. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the side rail could not remain latched due to damaged spring spacer and that the brakes could not hold due to worn brake rings, damaged cam bracket assembly, damaged pin tube guides and missing retaining rings. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the manufacturer's investigation it was determined that the issue of the brakes unable to be engaged/hold was reported in error. There was no hazard of the brakes, but only the issue of the side rail unable to remain latched.